Event description:
Caller reported spouse was clammy, nauseous, and sweaty. Customer is non-diabetic & using father's device. At 2 pm, device = 424 mg/dl. 30 minutes later, a retest = 328 at 2:30 pm. At 3:00 pm, device = 439 mg/dl. Hosp was called and recommended the custoemr go to the hosp. Customer went to hosp at 4:30 or 5:00 pm. Hosp blood test = 87 mg/dl. No medication or food was given. Lab test was taken but result was unk. No treatment and customer was released. No controls were used. A request was made for return product and replacement product was sent.